Event description:
It was reported "cartridge exploded while filling". Customer¿s blood glucose value was 100 - 199 mg/dl. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.